Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report tissue damage and worsening mitral regurgitation (mr). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve, grasping was performed and mr was reduced to 1-2, however prior to deploying the clip, a posterior leaflet tear was noted and mr increased to 4+. The leaflets were released and the clip was repositioned and the leaflets were re-grasped, reducing mr to 3. The clip was implanted. The patient is stable. No additional treatment is planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported tissue damage cannot be determined. A conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined. The worsening mitral regurgitation (mr) is the cascading effect of the tissue damage. The reported patient effects of worsening mr and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.